Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio issue as the sound was off when the insulin pump was beeping. The customer's blood glucose level was unknown at the time of the incident. The customer stated the insulin pump had a crack is in upper right part close to the screen and goes around to the battery casing. Sometimes the insulin pump had issues when resetting the reservoir, giving no delivery alerts. The insulin pump had delivery issues from time to time when refilling reservoir. It also had more frequent unexplained no delivery alerts not due to site issues. The device will not be returned for analysis.